Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that a follow-up CT scan 29 months post index procedure showed there was a type ia endoleak and the aneurysm has increased by approximately 1 cm since implant. The physician stated the cause of the event is unknown. The physician elected to implant endurant cuff 36x36x49 and both renal arteries were snorkeled. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.